Event description:
A german commander returned a contour next meter and test strips on behalf of a soldier. The customer had received a blood glucose reading of 212mg/dl before bed and injected insulin accordingly. He went into a coma that night. The doctor was called and retested the customer with a reading of 30mg/dl. Another test was also performed on the contour next meter with a reading of 220mg/dl performed. On a second occasion the customer received a blood glucose reading of 197mg./dl before bed and adjusted insulin accordingly. Later that night he fell into another coma. The doctor retested him with a reading of 32mg/dl. Another test was run on the contour next with a result of 225mg/dl. The differences between the readings fall in the "e" zone of the consensus error grid, making the differences clinically significant. Adverse events were alleged. The test strips are to be evaluated.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws. Initial reporter address and phone were not provided.

Manufacturer narrative:
Two bottles of the same lot# were returned and evaluated, one with 50 strips and one with 5 strips. The test strips of 50, gave satisfactory performance. Strips from the bottle of 5 gavehigh out of range readings by an average of 144mg/dl. Retention strips gave satisfactory performance. The bottle of 5 strips may have been exposed to conditions outside the bottle that caused the strips to degrade.